Event description:
The customer reported the device is not alarming and the screen overlay is peeling off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed the touchscreen lens is partially separated from the housing. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The speaker's sound was crisp and clear. Internal inspection found the speaker connector crimped pin is not fully inserted into the connector housing. This did not impact audio during testing. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device is not alarming and the screen overlay is peeling off. No patient impact or consequences were reported.